Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with a prostyle device after a lower extremity revascularization interventional procedure using a 6f sheath. The device was pre-flushed prior to use. Reportedly, the prostyle device encountered resistance during advancement over the guide wire then a pop was heard and felt. The device was removed and not deployed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The noise, irregular feel, and the difficulty to advance were not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulties cannot be determined. The subsequent treatment is due to the circumstances of the procedure in this case, it is possible the sheath became kinked or obstructed due to calcification during insertion causing the resistance, once the cause of the kink was overcome, the ¿pop¿ and the feel of the device was experienced. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.